Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During the visual inspection, damage to the insulation of the lead body that went all around was found about 23.5 cm distal of the is-1 connector pin in the area of the ligature, which is probably due to tightening the ligature thread too much. Blood had entered the lead at that site. In summary, there were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 16 months, a lead revision was performed due to muscle twitching in the chest area. An insulation defect is suspected in the middle area of the lead. Furthermore, the cause of the insulation defect is suspected to be a ligature that was possibly tightened too much. The lead was explanted and returned to biotronik for analysis.